Manufacturer narrative:
(B)(4). Batch # p92c8p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was device difficult to fire? No. Did device fire malformed clips? Yes. Did second clip fired break? No. Was there any patient consequence? No patient consequence. Haemolocks were used.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip applier clips did not deploy correctly during firing, second one broke as clipper was fired on the vessel. A new one was taken and case completed.

Manufacturer narrative:
(B)(4). Batch # p92c8p. Device analysis: the analysis results found that the el5ml device was returned with the jaws damage. Upon cycling, the instrument was noted to be empty and locked out. No functional test could be performed due to the condition of the returned device. Possible causes for the damage found may be inadvertent pressure placed on the device jaws, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04627 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04627 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04627.pdf].